Event description:
It was reported that customer¿s continuous glucose monitor showed an error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed that error message did not return, and successfully restarted sensor session; no further information was received regarding any additional outcomes.